Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The harmonic ace insert was found to have teflon pad damage. The teflon pad on the clamp arm exhibited thermal damage and appeared to be deformed. No missing material was observed. Additionally, the harmonic ace insert was found to have blade damage. One of the blade edges was indented. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image review: a review of the submitted image confirms the customer's alleged complaint. The instrument piece might have detached.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the harmonic ace instrument's teflon pad fell off five minutes after the operation. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.